Event description:
Customer reported via phone call that customer's blood glucose fluctuated between 44 mg/dl and 163 mg/dl. Troubleshooting could not be performed as call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.